Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her child's insulin pump keypad buttons are not responsive. Customer does not recall any significant events leading to the error, except that pump may have sweat on it from the heat. Child's blood glucose was unknown at the time of incident. Troubleshooting was done for buttons, but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and customer declined to return the product for analysis.